Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been experiencing low voltage alarms on and off for several months. The site noted they previously changed out all batteries and battery clips for the patient, however, the low voltage alarms were persisting. The patient states it seemed like the alarms were positional and occurring both on the mobile power unit (mpu) as well as battery power. Log files were submitted for review and captured clusters of low power advisory alarms alongside odd voltage trends while the patient was connected to batteries. A system controller exchange was to be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms was confirmed via the submitted log files. The submitted controller event log file was reviewed and contained data on (B)(6) 2025 per timestamp. The pump appeared to operate in the expected range. Throughout the log file, intermittent low voltage advisory alarms were captured while connected to 14v li-ion batteries that were not associated with routine battery depletion. The alarms were due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the alarm threshold. The alarms resolved when the rsoc voltage returned to the expected voltage range. There were no other notable events captured in the log file. The provided information indicated the 14v li-ion batteries and clips were cleaned and exchanged without resolution of the alarms. The patient reports the alarms occur on the mobile power unit as well. Multiple attempts were made to obtain additional information regarding if a controller exchange was performed, resolution of the alarms, and if any product will be returned; however, no additional information has been provided and to date, no product has been received. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.